Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a bigger non-bsc balloon catheter. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).